Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # va04wef, implanted: (B)(6) 2014, product type lead; product ID 3387s-40; lot # va04wef, implanted: (B)(6) 2014, product type lead; product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642; serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 3387s-40, lot # va04wef, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va04wef, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported the patient had pain that was centered at the incision site on their head. When the patient raised their eyebrow, they felt a pulling and a dull feeling in their brain. Once on the day of this report, the patient felt a pulsing, event with stimulation turned off. The patient had also felt the pulse over the weekend. The lead and extension behind the patient¿s neck was very tight. The wire was most tight in the morning, but the tightness lessened with movement. When the patient turned their head from side to side, the implantable neurostimulator (ins) moves. In (B)(6) 2014, the patient had a car accident and they had a bruise behind their left ear, but they were not sure if they hit their head. One of the patient¿s problems was fatigue. An MRI was done in january, but it was inconclusive so their healthcare professional (hcp) needed another one. The patient had a history of developing scar tissue. Prior to the patient¿s accident, they did not remember any pain. Initially the patient¿s tremor control was good, but with deep brain stimulation their voice was severely lessened. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.